Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device is not available due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent ppk procedure. Subsequently, approximately three years post procedure, the patient was revised due to fracture of the femoral component.

Manufacturer narrative:
Upon review of the reported event, it was identified that the initial report was submitted under the incorrect device manufacturer MFR number. Please find the initial/final report under 0001825034 - 2020 - 04386.

Event description:
Upon review of the reported event, it was identified that the initial report was submitted under the incorrect device manufacturer MFR number. Please find the initial/final report under 0001825034 - 2020 - 04386.